Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during a routine interrogation, the data history log revealed low flow/ low speed alarms and subsequent 0 flow and 0 speed. The system controller was exchanged with another system controller. No alarms have been reported on the new system controller. The vad coordinator indicated that the patient had been at home when the event occurred. The patient denied hearing any alarms and did not know she had an event. The patient denies disconnecting the system controller.

Manufacturer narrative:
Approximate age of device: 1 year and 9 months. The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The system controller, serial number (B)(4) was returned for evaluation. The system controller was functionally tested using the equipment in the manufacturer's laboratory and was found to function as intended, even when the cables were maneuvered. The white and the black power leads were independently disconnected, and the system continued to function properly. The report of low flow and low speed operation was confirmed based on the analysis of the retrieved data log file. The data log file recorded an approximately 7 days and 21 hours of data, where two pump stop events were captured. Two time clock reset events were also observed, which suggests that the system power was interrupted and the pump speed dropped to zero rpm. The analysis of the pump stop/time clock reset events suggests that both of the system controller¿s power cables were disconnected from the power source, which resulted in the pump stop events recorded in the data log file. No further information is available. The manufacturer is closing its file on this event.